Manufacturer narrative:
Siemens completed technical investigation of the reported event after receipt of the requested configuration data of the customer system. Siemens was able to configure vsim / mosaiq in the same way as at the customer site, and once the dataset was loaded, the reported issue was reproducible: vsim is configured with varian 120 mlc (leaf width: 0.5 cm, 10 end leaf pairs with 1.0 cm width) mosaiq is configured with varian hd 120 mlc (leaf width: 0.25 cm, 14 end leaf pairs with 0.5 cm width) after correcting the configuration in mosaiq to match the configuration on both systems to a varian 120 mlc, all deviations were eliminated. The technical investigation did not indicate any device malfunction. The system works as designed.

Manufacturer narrative:
Initial reporter is a siemens employee, phone number: (B)(6). Siemens has initiated a technical investigation of the event. The investigation so far is based on one data set from vsim and one screenshot from mosaiq. Further requested data and information is still pending. It is assumed that there is a mismatch of the machine configuration in vsim and the 3rd party system. The root cause is unknown. A supplemental report will be submitted to the FDA if additional information needed to complete the investigation is obtained from the customer and the complaint system is made available for inspection.

Event description:
It was reported to siemens the that patient field size in "y" direction changes when sent from virtual simulation (vsim application in syngo suite for oncology/syngo rt dosimetrist) to mosaiq. The dicom data indicate that the plan was created in vssim for a different mlc configuration the what is shown on the mlc screenshot from mosaiq. It appears that the mlc configuration differs between the two systems in the in the total amount of leaves and the amount of thin and thick leaves. This can cause the field size change between both systems. The customer was asked to check the configuration of the machine in both vsim and mosaiq, but the customer has not responded to siemens as of the date of this report. Further requested data and information is still pending. It is assumed that there is a mismatch of the system configuration in vsim and the 3rd party system. Although there was no report of patient mistreatment of injury, the potential risk to the patient in a similar and improbable scenario, is that the user does not realize the mismatch of the system configuration in vsim and the 3rd party system. In this worst-case scenario, a dose would be applied to wrong location which could result in a severe bodily injury to the patient. The reported event occurred in (B)(6).